Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the inner trocar from the outer trocar during a laparoscopic inguinal hernia procedure, the inner trocar of the balloon broke off. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The visual inspection noted: that the obturator tops were disengaged. The inflation syringes were not received. The insufflation bulbs were received. The lock collars and trocar balloons were not received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator tops may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.